Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2017; 5076-52 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) capture management was reporting high threshold. The rv lead was tested in-office and measured fine. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.